Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's infection reportedly resolved. The recipient's activation went well. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing an infection around the implant site. The recipient is presenting with granulation around the posterior canal. Surgery is scheduled.

Manufacturer narrative:
On (B)(6) 2019, the recipient reportedly underwent surgery to clean the implant area. The recipient was not explanted.